Event description:
It was reported that patient experienced ineffective stimulation. Targeted pain pattern is back and leg pain. Surgical intervention was undertaken wherein the scs system was explanted with no complications.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000096986. A patient experiencing ineffective stimulation was reported to abbott. The patient's system was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.